Manufacturer narrative:
The impella cp optical device and data logs were obtained from the customer and an investigation was performed. Visual inspection found the inflow cage separated from the cannula. Analysis of the returned data logs found a drop in motor current and a spike in pump flow, followed by "impella in ventricle" alarms that is believed to be when the damage occurred. Based on the information reported and analysis of this device/data logs, we believe the cause of the detachment was related to excessive force resulting from improper positioning.

Manufacturer narrative:
The impella cp optical was received and an investigation is underway. A supplemental MDR will be filed upon completion of the evaluation.

Event description:
The complainant reported a (B)(6) male patient presenting with cardiomyopathy, reduced left ventricular ejection fraction, a history of mitral valve reconstruction, and a history of a CABG. The impella cp smart assist pump was selected for hemodynamic support and inserted. After the pump was initiated, however, repositioning was required due to the device's catheter becoming "kinked" and the motor exhibiting elevated current. Upon an attempted pull back of the device, for purposes of repositioning, the physician endured resistance. The pump's pigtail ultimately separated from the device and remained in the patient's anatomy. The physician attributed the resistance to the pigtail becoming stuck on either the neo-chordae or mitral valve ring. The impella was removed, pigtail was retrieved with a surgical snare, and a second impella was inserted. The patient expired shortly after new device insertion. The cause of death was noted as "hemodynamic breakdown" resulting from trauma endured by the aforementioned issue with this pump.